Manufacturer narrative:
Additional information: based on the received information from the field, the recipient experienced dizziness and headache after a trauma to the head causing a small wound. Reportedly the recipient also subsequently experienced also a sensation of electricity in her ear. There is no medical explanation for the feeling of electricity. The four extra-cochlear electrodes since implantation could contribute to it, but it is unknown if the symptoms were present with device stimulation. The described dizziness appears to be device unrelated according to the limited and contradictory information available. The concerned device was explanted but has not been received for investigation yet.

Event description:
On (B)(6) 2025, the user fainted after feeling dizzy at work. When she fell, she hit her head, causing a small wound to open over the implant area. Subsequently, she began to experience a sensation of electricity in her ear, as well as dizziness and a headache. On the same day, she had difficulty walking. She did not use her external device again after experiencing the electric sensation in her ear. The user was re-implanted.

Event description:
On (B)(6) 2025, the user fainted after feeling dizzy at work. When she fell, she hit her head, causing a small wound to open up on the implant area. Subsequently, she began to experience a sensation of electricity in her ear, as well as dizziness and a headache. On the same day, she had difficulty walking. She did not use her external device again after experiencing the electric sensation in her ear. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient experienced dizziness and headache after a trauma to the head causing a small wound. Reportedly the recipient also subsequently experienced also a sensation of electricity in her ear. There is no medical explanation for the feeling of electricity. The four extra-cochlear electrodes since implantation could contribute to it, but it is unknown if the symptoms were present with device stimulation. The described dizziness appears to be device unrelated according to the limited and contradictory information available. Re-implantation is considered, but no further information has been received yet.

Event description:
On (B)(6) 2025, the user fainted after feeling dizzy at work. When she fell, she hit her head, causing a small wound to open up on the implant area. Subsequently, she began to experience a sensation of electricity in her ear, as well as dizziness and a headache. On the same day, she had difficulty walking. She did not use her external device again after experiencing the electric sensation in her ear. Re-implantation is considered.